Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-dec-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in this incident, it was determined that the cubie drawer had been sticking. The field service engineer (fse) identified that drawer 2 on the main unit was sticking and had to replace the rails to restore the machine to normal operation. The rails had gone bad on the legacy full-height drawer. The fse replaced the defective rails. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, cubie drawer was sticking and hard to remove meds. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.